Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance on how to change the screen blanking option from off to on. The patient was assisted in turning on the screen blanking option. The patient stated that setup took approximately 15 minutes and they did not connect right away. The patient connected after a few hours. There was nothing on the heater tray. The solution bags were at room temperature when cycler was set up. The heater bag was too cold to touch. The patient was in dwell 3 of 3 of treatment when they received a please wait for solution to cool down message occurred. The cycler filled the patient and transitioned to dwell but stated the solution he filled with was cool. The thermistor readings were checked during dwell and the patient advised the solution is cool but maybe from the solution on the side used to replenished the heater bag needing time to warm up. The temperature was starting to increase during the drain but when it transitioned to fill, the temperature began to decrease. The patient stated they pressed ok to continue to fill and that is how the patient was able to continue with treatment. Technical support advised it is not recommended since the temperatures are too low but the patient stated they were going to press ok to get to the last fill and disconnect. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of a blown f1 fuse was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage check test passed. Heater test failed. Found all thermistors not activating. Failure traced to ac distribution board (blown f1 fuse). Temporarily replaced the ac distribution board for further testing. Heater test passed. System air leak test passed. Valve actuation test passed. Post-accelerated stress test (ast) 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a blown f1 fuse.